Manufacturer narrative:
D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd signal wire broken. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd signal wire. In addition, our technician confirmed that the segment fluid damage, the control body fluid damage, the down pulley wire fluid damage, the up pulley wire fluid damage, the left pulley wire fluid damage, the right pulley wire fluid damage, the ccd module with drive pcb fluid damage, the ccd drive pcb fluid damage, the lg connector fluid damage, the insertion flexible tube compressed (short in length), the lcb distal cover glass cracked, the angle wire play, the segment corroded, the forward body frame corroded, the connecting receptacle corroded, the mechanical base plate corroded, the lg prong corroded, the ccd drive pcb corroded, the lg prong top corroded, the electrical pin connector corroded, the operation channel (primary) leak, the remote control buttons leak, the lcb distal cover glass leak, the root brace rubber (insertion flexible tube) cut, the root brace rubber (lg control body) cut, the remote control buttons cut, the objective lens scratched, the lcb distal cover glass scratched, the insertion flexible tube disinfections damage, the insertion flexible tube worn out, the distal body worn out, the insertion flexible tube lump/wave, the segment disconnected segment rivet, and the ccd module with drive pcb distorted image; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (blackout).